Manufacturer narrative:
B3: event date was estimated. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had frequent low voltage and connect power alarms related to black power cable over the month of november. The alarms occurred at home while on the mobile power unit (mpu) and batteries. The patient went through 8 batteries and 4 battery clips with no resolution. The alarms were reproducible in the clinic on battery, but not on wall power. The patient received new battery clips, system controller with emergency backup battery (ebb), and mpu. Log files were sent for review after system controller exchange. The log files contained older data which showed the emergency backup battery (ebb) was allowed to be drained causing the system controller clock to default to timestamp of 01jan2000. The patient was placed on the system controller with an incorrect timestamp of 14jan2000 at 13:34 and the system controller was operating at the set speed of 5400 revolutions per minute. The system controller's clock was set to a current time stamp on 11nov2025 at 20:58.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and connect power alarms was confirmed via the submitted log files and testing of the returned product. The mobile power unit (B)(6) was returned for analysis. The mpu was returned to the pleasanton service depot (psd) and evaluated. The unit was plugged in to an ac power source and initially it did not power on as intended. The mpu was then connected to a mock circulatory loop. Connect power alarms activated. The customer declined a repair, so no further testing was performed. The unit was forwarded to product performance engineering (ppe). At ppe, the mpu was connected to ac power and powered on as intended. The unit was connected to a mock circulatory loop and the patient cable was manipulated at the site of the observed damage. Upon manipulation, the mpu would intermittently power off and intermittently present connect power alarms. Upon manipulation, it was observed that the yellow (15 vcc power), white (transmit), black (receive), and green (15 vcc return) wires were shorting. This is consistent with the observed intermittent alarms and power issues. A review of the downloaded system controller event log file revealed data spanning 11nov2025, 19:33:24 - 22:16:39 per timestamps. The pump fixed speed and low speed limit (lsl) were set to 5400 revolutions per minute (rpm) and 5000 rpm respectively. The pump maintained a speed within the expected range when the driveline was connected. Atypical intermittent low voltage and power cable disconnect alarms were observed throughout the log file. The alarms occurred on both wall power and battery power. The alarms were associated with a relative state of charge invalid fault on the black power cable. The driveline was disconnected at 22:16:20 consistent with the reported system controller exchange. No other notable events were observed. Provided information indicated that the patient had frequent alarms related to the black power cable throughout the month of november. The alarms reportedly occurred on both the mobile power unit (mpu) and batteries. The patient went through 8 batteries and 4 battery clips with no resolution. The alarms were reproducible in the clinic on battery, but not on wall power. The patient received new battery clips, system controller with backup battery, and mpu. A root cause for the reported event was determined to be damage to the internal wires of the patient cable of the mpu. Damage to the internal wires of the patient cable contributed to the reported event of low voltage and power cable disconnect alarms. Incidental finding: loose rubber encasing on the patient cable. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, including how to use the mpu. Heartmate 3 instructions for use (section 8 entitled ¿caring for the equipment¿) and heartmate 3 patient handbook (section 6 entitled ¿caring for the equipment¿) addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (section 10 entitled ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.